Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had flow accuracy issues during patient care. The biomed was advised from the staff that some pumps accuracy seemed off, however when the pumps were tested, they were all within specification. It was explained that if more than 24 inches of tubing as used between the bag and the pump, the accuracy might be affected, along with if the tubing is either looped or not pulled tight enough. It wa also reported there was no patient injury.